Event description:
It was reported that the patient experienced syncope since having their pain stimulator reprogrammed. It was also noted that there was a message related to programming. Follow up information determined that sensitivity was increased to decrease the likelihood of interference. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.